Event description:
Dye injected, visualized under fluro, perforation, intervention. Patient received pericardiocentesis (sac draining). Product may have scraped the thin wall of the right ventricle.

Manufacturer narrative:
(B)(4). Device not returned to MFR for evaluation.